Manufacturer narrative:
Aborh testing was performed with in-house donor samples of various abo/rh types using retention anti-a, lot 101682, anti-b series 3, lot 203235, a1 referencells, lot 111668, and b referencells, lot 113668, on an in-house echo. These reagents were used by the customer at the time of the event. All in-house donor samples typed as expected. No abo discrepancy was observed. The nature of the sample can not be ruled out as a cause of the event, based on the customer's testing, the patinet appears to be and asubb.

Event description:
Customer reported an unexpected reaction on the echo. A patient sample resulted as b positive on the echo and ab positive by manual tube testing.